Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 1/16/2020. Device evaluation: the product was returned to the manufacturing site in a plastic bag. Visual inspection at microscope magnification was performed: lubricant material residues and loose particles can be observed on the lens surface. The lens was cut into pieces which could be related to the explant process. Due to the conditions in which the sample returned, the reported issues could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2019. It was later explanted on (B)(6) 2019 due to constant halos and difficulty reading small print. No surgical intervention was required. Reportedly, patient is doing fine post-exchange. No additional information was provided.